Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer failed and was not communicating on the bus due to a bad retractable band. A field service engineer troubleshot the drawer issue, identified the failed retractable band and then fse replaced the retractable band, rebooted the system and successfully tested functionality with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 drawer 2.2 failed. The technician inspected the drawer and was unable to identify any obstructed items within the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.